Event description:
Boston scientific crm received information from the patient with this cardiac resynchronization therapy defibrillator (crt-d) that the device was explanted during a revision procedure due to their leads protruding out of their skin.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.